Manufacturer narrative:
A software analysis was initiated through log analysis. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI not available for this system at time of filing. Other relevant device(s) are: product ID: 9735585, version: (B)(4). Device manufacturing date not available for this system at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported a manufacturer representative was loading exams and system screen switched to no input detected. A hard shutdown was performed, and the issue was resolved. This issue was noted outside of a procedure, and there was no patient involvement.